Event description:
Information was received that during use of this smiths medical cadd extension sets, leaked was noted at the filter. Subsequently, the extension sets was replaced. No adverse effects were reported.